Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the remaining estimated longevity of the battery of this cardiac resynchronization therapy defibrillator (crt-d) device decreased from 5 months to the end of life (eol) indicator in 2 weeks. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device was disposed by the explanting facility.